Event description:
It was reported to philips that the system c-arm trembled during a 3d program, and the c-arm could not move to the right side of the patient, the detector could not reach the correct position. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use, but it was confirmed that no patient or user harm was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. The fse checked the 3d setting and the propeller unit. Troubleshooting determined that the propeller unit had become loose. The fse tightened the propellor unit. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use, but it was confirmed that no patient or user harm was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. The fse checked the 3d setting and the propeller unit. Troubleshooting determined that the propeller unit had become loose. The fse tightened the propellor unit. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting address line 1 and the reporting address city have been updated.